Event description:
Boston scientific crm rec'd and reported the following info: "this implantable left ventricular transvenous lead was fractured. This lead was surgically capped during a normal battery changeout procedure. No adverse pt effects were reported."

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Note: it is not known if this lead was actually involved in this reported incident, as this lead is epicardial, not transvenous as reported. There is no known implant date provided.